Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Externalized conductors were observed. No electrical anomalies were detected. Lead remains implanted.